Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Event date: unknown. This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. It is unknown if the device has been explanted. Capture loss of strength in left deltoid hypermobility occuring at c6 level and c6-7 microendoscopic diskectomy without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) study patient (B)(6) had an anterior cervical disc fusion (acdf) using an unknown spinal system at c5-c6 on (B)(6) 2004. There were no complications during the procedure. The patient was discharged to home on (B)(6) 2004. There were no complications at discharge. Discharge medications were percocet 5/500 1-2 tabs as needed. The study did not get completed (B)(4) 2011. Last to follow up, date last seen (B)(6) 2006. The following complications were noted (date reported, event, intervention, status): (B)(6) 2005: anticipated moderate loss of strength in left deltoid hypermobility occurring at c6 level. Intervention: patient is being scheduled for an MRI. A prescription of medrol dose pack was given. Status: ongoing. (B)(6) 2006: unanticipated severe c6-7 microendoscopic discectomy. Intervention: patient underwent a c6-c7 microendoscopic discectomy on (B)(6) 2005. Status: resolved. This report is for adverse event: loss of strength in left deltoid hypermobility occuring at c6 level reported on (B)(6) 2005. Likelihood: anticipated, course of action: patient is being scheduled for a MRI, a prescription of medrol dose pack and percocet was given, current state of event: ongoing, related to surgery: possibly, related to implant: possibly, description: possible adjacent disease. Date of event: (B)(6) 2005. C6-7 microendoscopic diskectomy reported on (B)(6) 2006. Date of event: (B)(6) 2005. Likelihood: unanticipated, severity: severe. Course of action: hospitalization with surgery- after problems with his left upper extremity, patient underwent a c6-7 microendoscopic diskectomy on (B)(6) 2005. Possibly related to surgery, possibly related to implants. Current state of event: resolved. This report is for an unknown acdf device. This is report 1 of 1 for (B)(4).